Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2017-01679, reference MFR. Report: 1627487-2017-01749. The patient has two anchors with the same lot number. It was reported the patient experienced overstimulation at the anchor sites. In addition, the leads were damaged at the anchor sites, and fluid was present in the lead body near the damaged areas. Subsequently, surgical intervention was undertaken to explant and replace the leads and anchors. Stimulation was restored following the procedure.